Manufacturer narrative:
As no further information concerning this report is expected and in absence of a returned product, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the lead attempted implant, repositioning was required at which time the helix failed to function and the lead removed. No resulting adverse patient effects and no return of product is expected.